Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0fuda, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: va0fuda, (B)(6), (B)(4) pertains to tined lead, 3093-28 interstim (va0fuda). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, gastrointestinal/pelvic floor, and other. It was reported the old device was no longer working so it was replaced by the new one. Additional information from the healthcare professional (hcp) on (B)(6) clarified the old device not working was there was a fractured interstim lead due to a motor vehicle accident. The hcp stated the patient first started experiencing the old device not working was on (B)(6) 2017. The hcp noted the patient had a shocking sensation, pain, and discomfort. The hcp stated the affected device was removed in the operating room. There were no further complications that have been reported as a result of this event.